Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system would not boot up as the picture on the screen was distorted. To restore functionality, the computer was replaced. The system then passed the system checkout and was found to be fully functional. The computer has not been received by medtronic for evaluation. Other relevant device(s) are: product ID: 9735225r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported a computer was not booting up. The computer was replaced the following day. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer displayed video distortion and will not boot up to the application screen. With a test graphic card installed, the computer passed all tests. Computer has a bad video graphic card. Analysis found that the reported event was related to a computer component issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.